Event description:
Boston scientific received information that right ventricular (rv) lead and the pacemaker device exhibited noise with oversensing. Additional information obtained from the field representative that the root cause of the noise was undetermined. There was also pacing inhibition but the field representative was uncertain of the measurement. The data was stored in the device. Also, the patient did experienced some dizziness related to the pacing inhibition. The pacemaker device was explanted and was returned while the rv lead was surgically abandoned . No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.